Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the generator change, the right ventricular lead had externalized conductor observed under fluoroscopy. The lead was left in place and used. The patient was discharged after the procedure.